Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the binax now covid-19 ag card assay for multiple patients on (B)(6) 2020. This MFR. Report addresses all patients. The customer reported that the local health department has mentioned false positive and forwarded a link to one of the health alerts the local health department had sent out regarding antigen testing. Customer reported that she got the notion of false positive from a website that states the following: "if used for asymptomatic screening, sars-cov-2 antigen tests are expected to result in a high proportion of false positive results. A two-test strategy is therefore required in order to yield reliable results in this setting. All positive antigen results obtained from asymptomatic, non-close contacts should be followed by a different test as soon as possible and within 48 hours." No additional patient information, including treatment and outcome, was provided. No patient harm/delay/impact was reported. Per binaxnow covid-19 ag card product insert intended use: positive results indicate the presence of viral antigens, but clinical correlation with patient history and other diagnostic information is necessary to determine infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease. Per binaxnow covid-19 ag card product insert intended use (limitations): false results may occur if specimens are tested past 1 hour of collection. Specimens should be tested as quickly as possible after specimen collection. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Additional information/corrected data: date of report was inadvertently left blank under the initial MDR. Please note the initial MDR was submitted (B)(6) 2021. Corrected data: UDI-removed non-essential verbiage

Manufacturer narrative:
Additional information: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.